Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod ran 0 pulses and was downloaded in pod state 2, indicating that it was received in pod state 1 and was first awakened during the download process. Inspection of the fluid path found no evidence that an attempt to fill the pod was made. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from awakening or delivering insulin.

Manufacturer narrative:
Locked down smartphone: lockdown.omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of co ot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported her daughter experienced low blood glucose (bg) levels on (B)(6) 2025 that were at less than 54 mg/dl, leading to patient blacking out and collapsing. The daughter visited her healthcare provider (hcp), who advised adjusting the omnipod 5 controller to manage insulin delivery. The pod was worn longer than 48 hours on the abdomen.